Event description:
Ous MDR - stent could not be released.

Manufacturer narrative:
A technical analysis of the returned instrument was conducted and a review of the manufacturing history was performed to evaluate whether there was any deviation that could account for the reported event. Further the provided angiographic material was reviewed. The technical investigation of the returned device revealed that the outer shaft is slightly retracted; 6.75cm of the stent are still intact and crimped, about 8.25cm of the stent are missing. The stent appears slightly compressed, stent imprints were detected over the entire stent length. Two kinks were detected in the shaft, one close to the kink protector. The blockage is most likely related to uncommonly high friction between the stent and the transparent outer shaft, the root cause remains unclear. The provided angiographic material shows a pre-dilatation of the target lesion and a stent is visible which appears partially released. Another stent is released to cover the partially released stent. Review of the production documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint no manufacturing or material related root cause could be determined. The final root cause for the reported event could not be determined.